Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent and endovascular procedure for a thoracic aortic aneurysm, and two conformable gore® tag® thoracic endoprosthesis were implanted to descending aorta. The patient tolerated the procedure. It was reported that the aneurysm had enlarged over time, and an unknown type of endoleak was noted. (It is unknown when the reported aneurysm enlargement and the endoleak were confirmed.) The type of the endoleak was not identified. A reintervention was performed on (B)(6) 2023. The intraoperative angiography confirmed the endoleak but again, the type of endoleak could not be determined. As a treatment, two additional stent grafts were implanted from just below the left subclavian artery in a way to line the proximal end and the junction of previously implanted ctags. The patient tolerated the procedure. The reporting physician commented as follows: a bird-beak was noted at the proximal end of the device, therefore, it is likely that the proximal type I endoleak occurred. However, the possibility of a type iii endoleak from the junction of two ctags cannot be eliminated, so the proximal end as well as the junction of ctags should be covered by additional stent grafts.

Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, adverse events which may require intervention and/or conversion to open repair include, but are not limited to: endoleak.